Manufacturer narrative:
The investigation has started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that spo2 saturation level fell to 75%, however the m540, c700 and ics did not alarm.

Manufacturer narrative:
A complaint was received regarding no alarm for spo2. From the logs it was confirmed that no alarm generated when the spo2 value was outside the set limits. It was found that the device was incorrectly in a state of an ongoing nibp measurement during the event. The spo2 interlock mode was set to on. As a result, no alarm generated for spo2. It was found that a previous nibp measurement never reached an idle state. As a result, the active pressure value remained on the screen until the device was rebooted after the event. This issue occurs when the user turns off interval mode during an interval measurement and initiates a manual measurement shortly after. Patient parameter and waveform data are correctly displayed on the monitor. Alarms are not affected for other parameters. User interaction is required to lead to this issue. Clinical decisions are never made based on readings of one patient parameter and the other parameters (e.g. Bp, co2) and general patient condition. This is an isolated event.

Event description:
It was reported that spo2 saturation level fell to 75%, however the m540, c700 and ics did not alarm. There was no patient injury.